Event description:
It was reported that a patient underwent a podiatry procedure and suture was used. Following the procedure, the patient was seen with signs and symptoms of infection and inadequate wound closure. No additional information was provided.

Manufacturer narrative:
(B)(4) inadequate wound closure, (B)(4) infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.